Event description:
It was reported that shaft break occurred.   A 3.25mm x 20mm emerge¿ balloon catheter was selected. When the device was removed and the physician was about to insert the device into the patient's body, it was noted that the balloon catheter snapped. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The hypotube shaft was completely separated 63cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.25mm x 20mm emerge¿ balloon catheter was selected. When the device was removed and the physician was about to insert the device into the patient's body, it was noted that the balloon catheter snapped. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.